Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "up/down/ok/contrast" keypad buttons are intermittently responding to user inputs during testing. The keypad was removed and further investigation showed the "up/down/ok/contrast" key contacts click and spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.